Event description:
The user facility reported that a team of people were used to hold the pannus to allow the operator to use the angio-seal device involved to close the artery. Upon using the carrier tube to tamp down the collagen, then cutting the string, the green carrier tube was sucked into the patient's body (pannus) and was unable to be retrieved. The patient was in stable condition. The patient was extremely obese. Additional information was received on 06 jan 2023: there was an allegation against the device. The procedure performed was a left heart catheterization using a 6 french sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. The estimated blood loss was less than 250cc's. The patient went to open heart and the device was removed during a procedure. The procedure was completed successfully. Hemostasis was achieved by manual pressure. No equipment or other devices were used with the product involved.

Manufacturer narrative:
Weight: 314.9 lbs. Initial reporter occupation: cath lab manager. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal device was returned for product evaluation. The returned device included the guidewire, locator, hemostasis sheath, carrier tube, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and locator were returned fully mated and in the fully rear-locked position. The suture was found to have been fully deployed and had been cut. No damage or issues with the device were identified. The complaint was able to be confirmed for a closure complication. The cause of the issue was determined to have been patient factors affecting device closure, as the tamper tub was unable to be retrieved due to patient obesity. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.